Manufacturer narrative:
The reported complaint of the pcu keypad failing was confirmed during testing. Physical inspection noted the keypads had dried fluid ingress on the front case bottom right and left areas and rear case screw inserts. The front case/ keypad flex cable was identified damaged between trace 1 and 6. Review of the logs retrieved from the system showed no obvious issues involving keypad failures keypad test results confirmed the pcu keypad failing to respond when keys were pressed. Subsequent testing showed the keypad flex cable damaged and the presence of contamination when the keypad layers were peeled back. The root cause of the customer¿s experience with a keypad failure is a result of the keypad trace damage identified on the keypad flex cable. The proximate cause of the damage is believed to be associated to fluid ingress entering the keypad circuit layer. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 08/05/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/27/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was a keypad issue discovered during preventative maintenance. The biomedical engineer tested the buttons during pm and they did not register as keystrokes so it failed testing. There was no patient involvement.